Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a transmitter failed. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
Sr-(B)(4).